Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. Pre-operative diagnostic tests showed an end of service condition. The replacement generator was tested with the existing lead and diagnostic results showed normal device function. The replacement device was programmed on during the procedure. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed on the generator. ¿as received¿ in the pa lab, the elective replacement indicator flag was set. Further analysis determined that the eri flag had been properly set; the device was functioning at a low battery voltage level. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed a variation in the pulse generator¿s magnet current ramp-up waveform (slower than normal time to reach proper amplitude), which was an expected condition for this device and due to two factors: (1) low battery voltage level (2.00v), depleted, and (2) the high magnet current parameter setting (2.75 ma). The device¿s output signal demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. With the exception of the parameters that associated with a low battery condition, the device performed according to functional specifications. An open can measurement of the battery voltage confirmed that the battery was depleted. The depleted, low battery voltage condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Initially, it was reported that the patient was scheduled for prophylactic generator replacement. Later, clinic notes dated (B)(6) 2014 were received indicating that the patient has been referred for surgery because the generator failed. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.